Event description:
Dr. (b)(6) had a good first procedure. There was some excess blood, likely from slightly too much pressure. He is looking forward to the second case in two weeks and wants to make a more permanent switch away from iStent.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include that blood reflux into the anterior chamber may be expected during use of the device.The Device History Record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures.As the device is not available for return, no device malfunction could be confirmed.